Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code- e0131 speech disorder.

Event description:
It was reported that "inaccurate cgm values" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 330am, the patient started experiencing sweating, slurred speech and confusion. By 430am, the patient had a seizure and was unable to communicate. The patient spouse called 911. Once ems arrived, the patient¿s bg meter reading was 31 mg/dl while the cgm was reading 220 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s spouse administered glucagon to the patient and ems treated the patient with IV glucose. The patient was transported to the ER. At the ER, the patient was treated with more IV glucose. The patient was discharged from the ER after approximately 6 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.